Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call insulin pump alarmed motor error. Customer cannot recall blood glucose reading. Troubleshoot was not performed. Customer said motor error occurred during rewind. Insulin pump will returning for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion test. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had cracked display window corner and cracked reservoir tube lip.